Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low bipolar impedance on the right atrial lead and the unipolar impedance could not be measured due to the patient's symptoms. The lead remains in use. No patient complications have been reported as a result of this event.